Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty gib pcb. System operates as intended.

Event description:
It was reported the system locked up after completing an x-ray shot. No pt injury was reported.